Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and the insulin pump had unexpected restart. The customer blood glucose level was above 600 mg/dl at the time of incident. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2018 at 12 am and 4 am with blood glucose was over 600 mg/dl. The customer was in intensive care and was observed and treated with insulin pump. The customer stated that they were not getting the insulin they needed from insulin pump.